Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, at the end of the procedure, they had to force the device through the trocar to get it out. The physician turned the spinning dial on the end of the device to retract the device itself for removal, the dial he was twisting stopped turning but then it was unable to be retracted any further. He then had to force it out of the trocar. There was no patient injury.